Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient was hospitalized on (B)(6) 2017. Hematocrit was adjusted on (B)(6) 2017. "High watt" alarms occurred on (B)(6) 2017. Analysis of the controller log files revealed an increase in power consumption of about 1 watt. Hemolysis parameters were significantly elevated. The acoustic measurement showed a significant third and higher harmonic. Based on these findings, pump thrombosis was suspected. Actilyse (15mg bolus) was administered, followed by 50mg in 30 minutes, and 35 mg in 60 minutes. Hematocrit was adjusted on the controller in order to visualize the complete flow amplitude with the increased flow. There was a rapid decrease of power consumption to previous value (3.9 watts), however, the third harmonic was still clearly measurable which is indicative of deposits on the rotor. Lysis therapy was continued over a period of two hours. Repeat acoustic control measurement showed a complete lysis of the deposits present on the rotor of the pump. Hemolysis parameters also decreased. Third harmony signal was not detected on the following day. The patient developed a hematoma in the antecubital fossa during lysis and "low flow" alarms occurred that evening. These were caused by wrong high programmed hematocrit settings and decreasing hematocrit level (below 20%). After reprogramming the hematocrit level and giving volume, the values returned to normal, considering the change in speed.

Manufacturer narrative:
It was reported from the site that the patient was hospitalized for decompensated heart failure and highgrade atrial ventricular (av) insufficiency with a "tavi" procedure on the (B)(6) 2017. It was stated that the patient was in good shape and only had a little bit of nausea during the alarms. Patient was placed on heparin drip after tavi due to being subtherapeutic. It was stated that the patient was discharged home on (B)(6) 2017. No additional information available. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information obtained from site noted that the patient received a lysis therapy due a suspected thrombus formation followed by a return of the power consumption to a normal power consumption level. Review of the controller log files revealed a rise in power consumption starting (B)(6) 2017 and multiple high watt alarms on (B)(6) 2017 and a sudden return to normal power consumption range, thus confirming the reported 'high power' event as well as correlating with the reported information from the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that the high-power consumption was confirmed and the lysis therapy resolved the reported event, the most probable root cause of the 'high power' event can be attributed to thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.